Event description:
Same case as 1527460-2011-00072. The complainant reported an inflation issue. Upon placement, the gastrostomy tube balloon was unable to be inflated.

Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically.